Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy. It was determined that premature ventricular contractions during svt caused a pr interval irregularity resulting in vt detection. The device was reprogrammed.